Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the eia measures 9-10mm throughout; approximately 207mm from the flow divider to approximately 2cm into the eia. The 26x15x16.5 main body was delivered on the left side. The right iliac extensions were an 18x24 tapered graft followed by a 28mm aortic cuff "bell-bottom" into the cia. It was reported that there is a type I endoleak in the cia that will require right hypogastric embolization with extension into the eia. A 16x16x124 limb implanted, followed by a 16x10x124 limb implanted into his right external iliac artery, and a 16x16x93 was implanted into his left cia due to the fact that his initial aneurx limb on that side was short. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of event is unknown). Evaluation, (cause of event is unknown).